Event description:
It was reported that during a procedure the patient received a third degree burn from the device. The burn was excised and treated with monocryl. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Manufacturer narrative:
H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure the patient received a third degree burn from the device. The burn was excised and treated with monocryl. The procedure was completed successfully without a clinically significant delay.